Event description:
It was reported that the right ventricular (rv) lead had a single high svc (superior vena cava) impedance spike that triggered an alert. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high svc (superior vena cava) impedance. The lead remains in use. No patient complications have been reported as a result of this event.